Manufacturer narrative:
This event occurred in (B)(6). Component code - device subassembly = gear pump head.

Event description:
The customer stated that they received an erroneous result for one patient cerebrospinal fluid sample tested for albt2 tina-quant albumin gen.2 on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an albt2 value of 1147.3 mg/l. The sample was repeated, resulting as 212.2 mg/l. The repeat result was believed to be plausible. No adverse events were alleged to have occurred with the patient. The albt2 reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that the sample probe rinsing was insufficient. He corrected the probe rinse by increasing the probe wash and he re-adjusted the gear pump head. He confirmed that the analyzer was running back within specifications. The customer did not observe any further issues since this action.